Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst on a calcified vessel. There was no reported patient injury. Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst on a calcified vessel. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for analysis. The product history record (phr) review of lot f2313501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (reportedly burst on a calcified vessel) most likely contributed to the burst reported since calcification/pvd at the access site can cause damage to the balloon, resulting in a loss of pressure. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information provided, suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst on a calcified vessel. There was no reported patient injury. The device is not being returned for evaluation.